Event description:
It was reported that a refractive, myope surprise occurred after implantation. This issue was identified during the post-operative exam. The patient status is unknown. Through follow-up we learned that the lens was explanted and that a new toric lens was implanted. No further information was provided.

Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: the exact date is unknown, the best estimate is between 06th may 2022 and 3rd june 2022. Initial reporter first name: unknown/ not provided. Only the first letter of the first name was provided. Telephone number: (B)(6). The device has not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 23rd june 2022. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut into two pieces. The lens was cleaned and no issues that could contribute to visual disturbances could be identified. Based on the return condition of the lens, no further product evaluation can be performed. The complaint issues were not confirmed and the other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.